Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure, the coil did not take shape during deployment. The patient was undergoing treatment of a dialysis graft in their forearm. An unspecified 8x14 coil was deployed. Then this 8.0mm interlock-35 coil was advanced; however, during deployment it did not take shape as expected in the vessel. The device was withdrawn and the procedure was completed with a 4x10 coil. There were no patient complications reported and the patient's status is fine. However, device analysis revealed the interlocking arm was detached.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed only the coil was returned. The coil was extremely stretched and kinked. Blood was observed on the fiber bundles and the interlocking arm was broken off from the coil and not returned. Weld marks were present indicating the interlocking arm had been welded to the coil. Microscopic inspection revealed the coil zap tip shape and surface were smooth. The number of fiber bundles recorded during product analysis was below the assigned specification. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).